Event description:
It was reported that patient had revision due to instability. Poly exchange was done. Scorpio ts poly was taken out and patella was put in. The patella was used off label.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown scorpio ts poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, device was not returned medical records received and evaluation: insufficient records received for review. Device history review: not performed as the lot ID was not reported. Complaint history review: not performed as the lot ID was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had revision due to instability. Poly exchange was done. Scorpio ts poly was taken out and patella was put in. The patella was used off label.